Manufacturer narrative:
(B) (4): lens inserted upside down - (B) (4).

Event description:
It was reported that the surgeon inserted the micl12.6 implantable collamer lens upside down. The lens was removed and the backup lens was implanted without any pt injury. The reporter stated it was due to a user's error.